Event description:
The pacemaker involved in this report was interrogated on (B)(6) 2012 during a regular check the pacing mode was changed from ddd to safer and then parameters were printed out. Since printed values were garbled, the session was ended and the device was re-interrogated. After re-interrogation, the physician reported that a pause episode (with noise sensing visible on the egms) had been recorded. The physician wants to know if there is any correlation between the printing failure and this unk egm noise.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was mfg and used outside the united states. Analysis is pending.